Manufacturer narrative:
The investigation has determined that multiple tp samples were processed using slides from a trig cartridge. The assignable cause is an instrument issue. The instrument software did not respond to a user action and properly recover the inventory contents of the slide supply. The 5,1 fs reagent management software misidentified the slide cartridge located in the slide supply. This is a newly discovered scenario that caused an anomaly identified and communicated to customers in march 2015 (customer letter: cl2015-047). That anomaly was corrected in software version 2.9 that was released 07 december 2015. The corrective action for the previously identified anomaly will also prevent this current issue from recurring. (B)(4).

Event description:
A customer discovered that multiple tp samples were processed using slides from a trig cartridge. Results obtained from a slide cartridge other than the intended slide cartridge may lead to inappropriate physician action. The affected results were not reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).